Event description:
Information received a smiths medical cadd reservoir sets on several occasion under delivered medication eurocept 4.8 ml in reservoir volume , more then indicated. On 3-11 even 9.8 ml more left. That same day on 3-11, the patient experienced nausea, headache, fatigue along with not feeling well. When she changed cassette, reported symptoms of warm and red for three minutes. Next following day symptoms resolved.